Event description:
Total knee replacement had anterior knee instability. The physician revised by placing a thicker insert in and going from a cr to a cs. No product complaints

Event description:
Total knee replacement had anterior knee instability. The physician revised by placing a thicker insert in and going from a cr to a cs. No product complaints

Manufacturer narrative:
Additional information has been requested and if received will be provided in a supplemental report. Device not returned to manufacturer.

Manufacturer narrative:
(B)(4).